Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was kinked in multiple locations along the catheter shaft approximately 39.0, 58.0, 64.5, 90.0, and 96.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the neuron 070 was kinked in multiple locations along the catheter shaft. This type of damage typically occurs due to improper handling during storage or preparation. If the device is manipulated with force at extreme angles, damage such as this may occur. Neuron 070 devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron 6f 070 delivery catheter (neuron 070) was kinked. The kinked neuron 070 was found prior to use and was not used for the procedure. The procedure was completed using a new neuron 070.